Event description:
Related manufacturer reference number: 2017865-2022-20069. Related manufacturer reference number: 2017865-2022-20071. It was reported that the patient presented in the clinic with pocket erosion at the pacemaker site. The pacemaker, right atrial lead and right ventricular lead were explanted due to erosion. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Manufacturer narrative:
Correction: h6 - type of investigation - should be "4114 - device not returned" instead of " 3331 - analysis of production records" and as previously reported there should be no h10-additional manufacturer narrative since this is a non-infection scenario.